Event description:
During an embolization procedure, at visual inspection, it was noticed that the diameter of the subject device did not correspond with the diameter on the label of the box. The diameter was bigger than 4 mm. The pt was reported in good condition.